Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements, an spike was noted and then returned to normal. Additionally, non-sustained ventricular tachycardia (nsvt) episodes were observed with noisy signals, and some were oversensed. The patient was noted to be pacer dependent. The patient was brought in for lead replacement, and during the pre-operative device check, rv lead noise was successfully recreated through isometric maneuvers, with high impedance readings recorded. Pacing inhibition was noted with rate of 35 beats per minute (bpm). Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.